Manufacturer narrative:
Adverse event or product problem: product problem removed. Event: updated with additional information.

Event description:
It was reported that the patient underwent a revision surgery involving an artificial urinary sphincter (aus) due to dysuria. Erosion at the aus cuff site was discovered during the procedure. The surgeon explanted the 4.5 cm cuff and repaired the bulbar urethra as a result. The pump, and pressure regulating balloon were not explanted. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the cuff did not malfunction. The patient was not scheduled for a future revision surgery. However, the patient was reported to be healing and doing well after the procedure.

Event description:
It was reported that the patient underwent a revision surgery involving an artificial urinary sphincter (aus) due to dysuria. Erosion at the aus cuff site was discovered during the procedure. The surgeon explanted the 4.5 cm cuff and repaired the bulbar urethra as a result. The pump, and pressure regulating balloon were not explanted. There was no suspicion of cuff malfunction. The patient was allowed time to heal after which a procedure was performed wherein a new 6.0 cm cuff was implanted without complication. The was reported to be doing well following implant of the new cuff. A supplemental report will be filed should additional information received.

Manufacturer narrative:
Updated with additional information.

Event description:
It was reported that the patient underwent a revision surgery involving an artificial urinary sphincter (aus) due to dysuria. Erosion at the aus cuff site was discovered during the procedure. The surgeon explanted the 4.5 cm cuff and repaired the bulbar urethra as a result. The pump, and pressure regulating balloon were not explanted. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.